Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged. There was no reported adverse impact to customer¿s blood glucose level. At the time of the report with tandem technical support the pump was charging, and the customer continued to use the pump for insulin therapy.